Event description:
It was reported that a 52 yo female patient with a history of morbid obesity (bmi 35) who underwent laparoscopic roux-en-y gastric bypass. Operative note indicates some bleeding along the staple line and when the surgeon inspected this carefully, it looked like there was an opening in the gastric remnant and ¿it was stapled across.¿ the gastrojejunal anastomosis was checked for leaks with an endoscope, and none were seen. The patient tolerated the procedure well, although she complained of left shoulder pain following surgery. The patient then began having severe pain on pod #2. She was found to have leukocytosis, tachycardia, abdominal pain, and hypoxia. A CT was concerning for enteric contrast leak, with no definitive pulmonary embolus, large left pleural effusion, and more left than right atelectasis. Patient was started on zosyn and brought back to the or for a laparoscopic repair of gastric pouch perforation, omentopexy of gastric pouch repair, gastrostomy tube placement, and an egd. Inspection of both the gastric remnant staple line and the gastric pouch staple line revealed a 1.5 cm perforation at the vertical apex of the staple line on the gastric pouch. The surgeon determined the tissue was relatively healthy and capable of holding a suture repair, so he performed a running 2-0 pds suture repair to close the gastric perforation. A piece of omentum was brought over and placed on top of the repair, also secured with sutures. No leakage of air was identified during the air leak test. The next day, the patient¿s abdominal pain was much improved, although she still had left shoulder pain. The patient improved clinically over the next five days, her arm pain resolved, and she was discharged home on pod #7.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/3/2023. Only event year known: 2017. No lot or batch number was provided therefore a device history could not be done.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023. Operative reports related to the event have been received.